Manufacturer narrative:
The field service engineer (fse) noted the tubing coming off from the bottom of the flowcell repeatedly. The fse replaced solenoid valve vl201 and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the disconnected tubing at solenoid valve vl201. (B)(4).

Event description:
The affiliate stated the customer reported a few drops of fluid leaked outside the instrument, near the flowcell, during an attempt to perform latron controls involving the unicel dxh 600 coulter cellular analysis system. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.